Event description:
Infection was reported. The lead was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted there was blood/body fluid on all conductors (not obstructed), the outer insulation was breached cut and there was apparent explant damage.

Event description:
Infection was reported. The lead was removed. No further patient complications have been reported as a result of this event.